Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-21, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (5.0 mg/ml at a dose of 3.9967 mg/day) and clonidine (100 g/ml and a dose of 79.93 g/day) via an implantable pump for an unknown indication. On (B)(6) 2016, the patient reported withdrawal symptoms per the hcp. The hcp in charge and the physician of the emergency department (where the patient was located on (B)(6) 2016) described that the patient had withdrawal signs (more pain, cold sweat, uncomfortable feeling, a little bit confused) and that the patient heard an alarm coming out of the pump several times. The patient was prescribed oral medication to bridge over the time and "against the withdrawal symptoms" until the pump was replaced. The programmed daily medication does of the pump was reduced in case "the pump would start and work again automatically (to prevent overdosing in this case, because the patient gets oral medication)". It was noted the patient had an magnetic resonance imaging (MRI) examination on (B)(6) 2016. The pump was interrogated (pump telemetry) was performed after the MRI examination. Pump logs from (B)(6) 2016 indicate a motor stall occurred on (B)(6) 2016 at 14:45 with a motor stall recovery occurring on (B)(6) 2016 at 16:04. Additional logs from 2016-08-22 indicates another motor stall occurred on (B)(6) 2016 at 18:11. On (B)(6) 2016, a pump replacement occurred. There was no replacement of the catheter. The implanted catheter was consistent (not constipated). It was noted liquid (drug and afterwards cerebral spinal fluid) returned automatically from the catheter. On 2016-09-15, follow-up information was provided from the healthcare professional (hcp). Per the hcp, the patient reported withdrawal symptoms, so the hcp summoned the patient for a pump control: variance analysis of the medication in the pump: no variance between the actual and the target medication volume. Backflow control of fluid through the catheter sideport: no problems to aspirate fluid via sideport (fluid was clear/limpid, no salience). Contrast medium control via sideport: contrast medium quit/left the catheter only at the tip (no sign of damaged catheter or connection). Replacement of the entire medication with new medication. The hcp concluded; "no signs that anything is wrong with the catheter or the pump - and the reported withdrawal signs from the patient might have other reasons". The patient was reported as "not hospitalized". Additional logs received indicate a stopped pump period may exceed tube set message occurred on (B)(6) 2016 at 18:11 and a motor stall occurred on (B)(6) 2016 at 02:53.

Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Additional review and information indicated the withdrawal symptoms reported on (B)(6) 2016 were associated with a different pump. The reported troubleshooting that was reported on (B)(6) 2016 was related to a different pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.